Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display or failed battery test noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2025 06:39:53.000 and fault 73: (B)(6) 2025 05:05:00.000 were found in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. Blank display not confirmed. Failed battery test not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump asked for the new battery while changing the battery and the screen went dark. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery issue and found no damage to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. Troubleshooting was performed for blank display and the display did not return after inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.